Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the patient's symptoms was due to their underlying condition of huntington's disease. It was stated that the symptoms included increased hyperkinesia on the left bodyside as well as dysarthria and an increase of impulse control problems with aggressive behavior. The physician assessed the symptoms as consistent with natural progression of the disease. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for huntington's disease. It was reported that the patient experienced symptoms/adverse events including dysarthria and hypokinesia, with a subsequent in-patient hospitalization or prolongation of existing hospitalization. The rep indicated that "for several weeks already there is a spread to the left body part including dysarthria a stronger impulse control disorder with aggression toward others." It is unknown what actions/interventions were taken to resolve the issue, and if the issue was resolved at the time of the report. However, the issue was noted to be possibly related to the medical device and still ongoing. No further complications are anticipated.